Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, phacoemulsification stopped mid case in an ophthalmic system. The system displayed a system message and ejected the fluidics management system (fms). The patient experienced eye collapse and required sutures. The surgery was completed on the same day after restarting the system with a new fms and a balanced salt solution bag. The patient¿s current condition was unknown. This report pertains to ophthalmic system involved for this reported event.